Event description:
"This short term catheter as been in patient for some time. Suddenly the nurse found small air bubbles in the venous and arterial extensions. They replaced catheter with a permanent catheter". Patient suffered no ill effects from event. Device was removed.